Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 464 mg/dl, 122 mg/dl, 166 mg/dl, 219 mg/dl, 192 mg/dl, and 112 mg/dl. Customer took an extra dose of metformin based on meter results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 464 mg/dl, 122 mg/dl, 166 mg/dl, 219 mg/dl, 192 mg/dl, and 112 mg/dl. Customer took an extra dose of metformin based on meter results. No adverse event reported. Requested return of suspect device and replacement was sent.